Event description:
Event description cpi received information that this sutureless mycardial unipolar lead (4312) was fractured. The patient's entire lead system was capped. A new endotak down-size plus lead (0125) was implanted.